Manufacturer narrative:
Subject device is not returned.

Event description:
It was reported that during procedure, while the flow diverter stent (subject device) was fully deployed from the microcatheter/outer body, the proximal pusher marker connected and firmly attached to the proximal end of the flow diverter stent. It took a few minutes and multiple different risky manipulations to detach and release the proximal end of the stent from the proximal pusher marker. After the above experience, the flow diverter wall opposition was not accurate despite full stent segment ballooning. To seal the proximal end of the flow diverter stent, the local operators decided to use a stent. Unfortunately, the stent used blocked itself and the distal right vertebral artery; no antiplatelet drug was available. The procedure was terminated at this point as the flow into the aneurysm sac diverted around 70-80%. The patient is well ever since with no neurological deficit.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labelling or packaging failed to meet its specifications when released. There are controls in place to ensure the proximal marker band meets surpass streamline specifications. All inners are 100% dimensionally inspected for proximal ro marker band adhesive length, proximal ro marker od and proximal ro marker base length. These measurements are recorded in the DHR. The device history record review for the surpass 5x50 lot # 20276643 confirmed that the device met all material, assembly and performance specifications. The product was not returned, therefore physical and functional tests could not be performed. Based on the additional information the location of the aneurysm was a 'giant basilar aneurysm'. It is probable that the anatomical factors contributed to the as reported stent delivery wire stuck in stent and subsequent stent failed/ unable to open. This case was for a basilar fusiform aneurysm. An assignable cause of procedural factors will be assigned to the as reported stent delivery wire stuck in stent and the stent failure to open. An assignable cause of anticipated procedural complication will be assigned to the as reported patient thrombosis (untreated vessel).

Event description:
It was reported that during procedure, while the flow diverter stent (subject device) was fully deployed from the microcatheter/outer body, the proximal pusher marker connected and firmly attached to the proximal end of the flow diverter stent. It took a few minutes and multiple different risky manipulations to detach and release the proximal end of the stent from the proximal pusher marker. After the above experience, the flow diverter wall opposition was not accurate despite full stent segment ballooning. To seal the proximal end of the flow diverter stent, the local operators decided to use a stent. Unfortunately, the stent used blocked itself and the distal right vertebral artery; no antiplatelet drug was available. The procedure was terminated at this point as the flow into the aneurysm sac diverted around 70-80%. The patient is well ever since with no neurological deficit.